Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated co2 result on the architect c4000, serial number (B)(6). Through an extensive investigation, the fsr found a broken cuvette, arc c8k cuv pr 1 pair, list number 01g46-02, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant co2 results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified. Section g1 - contact office information updated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated co2 results for several patients on an architect c4000 analyzer. The following data was provided: sample ID (B)(6) initial co2 result was 40, repeat on another analyzer was 26 mmol/l sample ID (B)(6) initial co2 result was 38, repeats on another analyzer were 23 and 22 mmol/l sample ID (B)(6) initial co2 result was 37, repeat on another analyzer was 25 mmol/l sample ID (B)(6) initial co2 result was 43, repeat on another analyzer was 21 mmol/l. There was no impact to patient management reported.